Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00-8757-054-01, lot number: 61499689, brand name: tm shell. Catalog number: 00-8775-011-36, lot number: 2534057, brand name: biolox delta taper liner. Catalog number: 00-8775-036-03, lot number: 2548170 , brand name: biolox delta head. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device was discarded. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to femoral periprosthetic fracture approximately 2 years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.